Manufacturer narrative:
Additional information received indicated the patient's venous system was occluded. There was a consideration to surgically abandon the rv lead and connect the unipolar epicardial lv lead into the rv port. The lv port would then be plugged. Information received from the local representative indicated that the account was informed of the information and there has been no further update. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the lead safety switch (lss) on this cardiac resynchronization therapy pacemaker (crt-p) was triggered due to a low pacing impedance measurement less than 200 ohms with another manufacturer's right ventricular (rv) lead. It was reported that this patient is pacemaker dependent. Boston scientific technical services (ts) was contacted to discuss programming the rv lead off and only using lv pacing therapy. Ts did not advise programming the rv lead off and discussed that the timing of the device is based off the rv. If noise is detected and oversensed on the rv it will inhibit all pacing. No adverse patient effects were reported.